Event description:
Device 1 of 2. Ref MFR report#: 1627487-2012-06273. It was reported the pt has been experiencing pocket heating at the ipg site while recharging. It was also reported the pt has been experiencing pain at the ipg site. Allegedly, the pt had been burned and blistered at the ipg site, but when the doctor examined the skin nothing was found. When the pt met with an sjm rep and charged the ipg heating was not present. On (B)(6) 2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.